Manufacturer narrative:
The device evaluation did confirm the user's experience. The teflon pad was found melted and partially detached from the grasping section. Abrasion marks were round on the probe and in a similar site on the electrode of the grasping section. The damage found was attributed to continuous activation of the output without grasping any tissue in the grasping section, which caused the probe and the electrode of the grasping section to be in direct contact (jaw closed) while the output was activated. The device was tested using an esg-400/usg-400 and no problem was found.

Event description:
Olympus was informed that during a prostatectomy, after the initial application of energy (cut and seal), a "poof" of smoke was noted. After a few additional applications, the teflon pad was damaged. The procedure was completed with a different but similar device. There was no pt injury reported.